Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) has had difficulty with the deflating the ipp. Troubleshooting was performed with the physician and the physician was able to deflate the device. When the patient tried to deflate the device after the appointment, they were unable to deflate to the same extent as the physician. The patient tried to cycle the device again and found that the pump was initially hard. After compressing the pump several times, the ipp was getting harder and wider at the base but stopped inflating further. Once the patient attempted to deflate the device, it deflated a limited amount. The patient waited to press the deflate button again to attempt to deflate the device but only had marginal success. The patient is reported that when they have it deflated to its furthest point, the device is still stiff and causes pain with when bumped and showering, as well as uncomfortable in their underwear. An appointment with their physician is set, but there has been no surgical intervention. There are no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) has had difficulty with the deflating the ipp. Troubleshooting was performed with the physician and the physician was able to deflate the device. When the patient tried to deflate the device after the appointment, they were unable to deflate to the same extent as the physician. The patient tried to cycle the device again and found that the pump was initially hard. After compressing the pump several times, the ipp was getting harder and wider at the base but stopped inflating further. Once the patient attempted to deflate the device, it deflated a limited amount. The patient waited to press the deflate button again to attempt to deflate the device but only had marginal success. The patient is reported that when they have it deflated to its furthest point, the device is still stiff and causes pain with when bumped and showering, as well as uncomfortable in their underwear. An appointment with their physician is set, but there has been no surgical intervention. There are no additional patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) has had difficulty with the deflating the ipp. Troubleshooting was performed with the physician and the physician was able to deflate the device. When the patient tried to deflate the device after the appointment, they were unable to deflate to the same extent as the physician. The patient tried to cycle the device again and found that the pump was initially hard. After compressing the pump several times, the ipp was getting harder and wider at the base but stopped inflating further. Once the patient attempted to deflate the device, it deflated a limited amount. The patient waited to press the deflate button again to attempt to deflate the device but only had marginal success. The patient is reported that when they have it deflated to its furthest point, the device is still stiff and causes pain with when bumped and showering, as well as uncomfortable in their underwear. An appointment with their physician is set, but there has been no surgical intervention. There are no additional patient complications reported.